Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, infection, renal failure), patient's condition affected effectiveness of device (pre-operative thoracic aortic dissection), caused by another drug/device (acute thrombotic occlusion of the abdominal prosthesis). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operative thoracic aortic dissection), another device caused failure (acute thrombotic occlusion of the abdominal prosthesis).

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of an acute aortic dissection approximately four years ago. It was reported that ten months ago the patient developed dilatation of the thoracoabdominal aorta. The cause of the dilatation is unknown. The event necessitated an open surgical repair to be performed. The investigator assessed the event to be related to the study device and study procedure. Additionally an abdominal y-prosthesis was placed in the region of the infrarenal aorta down to the iliac arteries. During this procedure, the patient developed an acute thrombotic occlusion of the abdominal prosthesis and required a thrombectomy. The physician commented that the thrombus was due to a heparin-induced thrombopenia and that the patient was started on anticoagulation medicine. One day post-operative the patient developed an increasing catecholamine. Lab results found signs of rhabdomyolysis and renal failure. On the second day post-operative, the patient developed compartment syndrome in both lower legs and a fasciotomy was performed. Additionally, (B)(4) was found in the patient's blood culture and mucosal necrosis was found in the area of the stomach. The stomach ischemia was treated by a gastrectomy, during which ischemia of the left colon was found. A hemicolectomy was also carried out. The patient passed away 10 months ago. The primary cause of death is unknown, however was most likely due to systemic disease (hitt). The investigator assessed the death as not related to the study device or study procedure. Exact implant date is unknown. Please note that this model number tc3430c150x is not approved in the united states; however, it is similar to the vamc3434c150tu which is approved in the united states.